Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2015 with the following findings: the pump powered on with the returned battery cap. A power loss was not duplicated. The pump's black box showed no evidence of a power issue on (B)(6) 2014. An auto-off alarm was observed on (B)(6) 2014 at 08:18. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. There was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.